Event description:
It was reported that the patient developed an infection. It was noted that the patient experienced new pain at the ipg site and was given pain medication and a muscle relaxer. The patient was admitted to the hospital due to infection and felt like the body was rejecting the device. The patient underwent an explant procedure. The explanted ipg and lead were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection. It was noted that the patient experienced new pain at the ipg site and was given pain medications and a muscle relaxer. The patient was admitted to the hospital due to infection and felt like the body was rejecting the device. The patient underwent an explant procedure and the explanted device components were not returned as they were discarded by the medical facility. Additional information was received that the location of the patients infection was unknown. Symptoms of infection was oozing from incision site and patient was prescribed antibiotics. It was also unknown if the patients infection was device related, however, it was not procedure related. The patient was prescribed antibiotics.